Manufacturer narrative:
(B)(4). The complaint is confirmed for one returned sequoia closure top for the failure of stripped threads. No medical records were provided with the complaint. Part number and lot number match the information in the complaint file. The set screw returned has stripped threading which renders it not functional. The complaint is confirmed. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Per the etm, the cross threading/stripping can often occur due to misalignment of the screw head on the extender sleeve. However, no definitive root cause of the reported event could be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the closure top was stripped off during the final torqueing process. Surgery was delayed for 40 minutes to replace the closure top with a new one. There were no reported patient impacts.